Event description:
The customer reported that a user removed heparin tubing from its channel to start a chemotherapy infusion in the same channel but did not close the roller clamp. Upon returning to the room after an unspecified time the user noted the heparin free flowing and closed the roller clamp at that time. The pt "was given antidote and no permanent harm done".

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the devices be received for evaluation.